Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; asr xl- left; reason(s) for revision: alval / soft tissue reaction. Unable to allocate lot number for summit.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl- left.reason(s) for revision: alval / soft tissue reaction.unable to allocate lot number for summit.update rec'd 5 aug 2014 - kid, marked as legal, (B)(6) email attached, additional dr, filled in all mw boxes.